Manufacturer narrative:
The complaint device was returned. Lot number added. A supplemental MDR will be filed upon completion of the investigation.

Event description:
It was reported that during final tightening, the surgeon noticed that the torque wrench kept popping out of the blocker. Upon further examination, the surgeon noticed that the blocker had cracked. A surgical delay of 45 seconds was reported. The surgery was completed replacing cracked blocker with a new one. No other adverse consequence to the patient was reported.

Manufacturer narrative:
Visual inspection confirmed returned blocker was fractured as reported, threads and opening of the blocker are deformed, the bottom of the blocker, right side, has a deep rod indentation, and the indentations are very light on the left side. Functional inspection could not be performed as the blocker is fractured. Dimensional inspection could not be performed because there is no indication the event was related to dimensions of the device. Material analysis confirmed blocker was found to have fractured in the top two threads in a mode of ductile overload. Upon examination of the inner hex, witness marks from the torque wrench were observed where the torque wrench was not fully seated in the hex, which likely caused the blocker to fracture. The observed elemental constituent was consistent with the drawing requirements. No material or manufacturing defects were found. Complaint history records were reviewed for the lot number provided and no similar events were identified. Manufacturing history records were reviewed for the lot number provided and no relevant manufacturing issues were identified. The blocker was returned for evaluation and the reported event was confirmed. The blocker was fractured and the threads as well as opening of the blocker were deformed. It was reported that the blocker did not appear to be misaligned or cross threaded, no visible damage to the torque wrench nor to the blocker was noticed prior to the surgery, no excessive or cantilever force applied, the blocker was fully inserted onto the inserter, arrows on the torque were aligned, anti torque key was used, and the surgeon did not appear to apply excess torque during initial blocker insertion. The plausible root cause of the reported event is fracture due to ductile overload and not fully seating the blocker in the torque wrench.

Event description:
It was reported that during final tightening, the surgeon noticed that the torque wrench kept popping out of the blocker. Upon further examination, the surgeon noticed that the blocker had cracked. A surgical delay of 45 seconds was reported. The surgery was completed replacing cracked blocker with a new one. No other adverse consequence to the patient was reported.

Event description:
It was reported that during final tightening, the surgeon noticed that the torque wrench kept popping out of the blocker. Upon further examination, the surgeon noticed that the blocker had cracked. A surgical delay of 45 seconds was reported. The surgery was completed replacing cracked blocker with a new one. No other adverse consequence to the patient was reported.